Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the ptfe pad of the subject device was partially torn, but there was no missing part. The ptfe pad was worn and partially separated. As the result of checking the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded the ptfe pad of the subject device was partially torn, worn and separated because it is most likely related to the operator's technique. Based on the similar cases in the past, it was known that the ptfe pad was damaged due to activating output in seal & cut mode while grasping nothing. The instruction manual of the subject device warns; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the ptfe pad of the subject device was partially separated. No pieces were fallen off. Details of the procedure were unknown. The doctor completed the procedure with another device. There was no patient injury regarding this report.